Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: there was no evidence of a battery life related alarm in the pump's black box or alarm history. There were multiple low battery warnings and replace battery alarms observed in the pump's black box. Evidence of short battery life and voltage drops were observed in the black box. The idle, load and rewind current draws were not within specifications. The display was found to be drawing a high current. A test display was installed and the current values returned to normal.